Event description:
It is alleged that during a case a piece of the tip of the scalpel/electrocautery broke off inside the patient. It was reported that the piece was retrieved with no injury to the patient.